Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 13sep2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.75x20mm promus element drug-eluting stent was advanced, but failed to cross the lesion even after multiple attempts. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However returned device analysis revealed stent damage. Promus element, mr, ous 2.75x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent row one was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink 600mm distal from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No issues were identified during the product analysis.